Event description:
It was reported that the customer had normal blood glucose levels of 76 mg/dl. The customer reported that the insulin pump had a couple of cracks on the screen. It was reported that the first crack was on the top right hand side of the display of the insulin pump. It was reported that the second was on the very bottom of the display of the insulin pump and seems to be growing in size. The customer also reported that one of the buttons of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No sticky buttons noted. Insulin pump functioned properly during rewind and basic occlusion, occlusion, prim, the excessive no delivery and displacement test. Insulin pump received with minor scratches on display window, cracked case on display window corner, cracked reservoir tube lip and cracked battery tube threads.